Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgnf104 showed two other similar product complaint(s) from this lot number. The complaints for this batch number (asgnf104) have been reported from the same facility.

Event description:
It was reported by the customer that " huber needle placed by medical oncology office failed to engage the safety mechanism when portacath de-accessed. Needle tip visible after de-access." No patient harm reported.